Manufacturer narrative:
The insulin pump had a blank display and constant tone due to moisture damage to the electronic assembly. The insulin pump also had moisture damage on the motor, vibrator, keypad, and battery tube assemblies. The functional testing could not be performed, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests, due to the blank display. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has an audio anomaly. The device alarms without a message and turns off by itself. It was stated that the insulin pump needs a complete functional analysis. Nothing further reported.